Event description:
The customer reported to vyaire medical that the laptop ventilator sprintpack battery was no longer charging, and that the vent inoperable light was on, the charge status light was blinking orange, and no lights came on when the external battery was tested. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that the device issue had been resolved and that a new battery would be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.